Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 72 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. After the cp was placed the rp flex was also added for right sided support. The underlying medical history was inclusive of coronary artery disease and diabetes. The cp and rp flex were supporting when on day of insertion there was hematuria observed. The team treated the patient by the infusion of blood products. On the next day the cp was explanted and escalated to the impella 5.5 but, the rp flex remained on for support. While on support the cp the device functioned as expected, p-6 with 2.7 l/min flow with d5w with sodium bicarbonate in the purge solution, and the rp flex functioned at, p-7 with 2.5 l/min. The patient remains on the rp flex and 5.5 to date of this reporting without any other treatment or intervention for the hematuria.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.